Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the powerpicc catheter was left in place for less than a month, and there was a leak during infusion, and the inspection found a crack at the joint, so the catheter was replaced with a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle is confirmed, but the root cause could not be determined. Three photographs of a dual lumen powerpicc catheter were returned for evaluation. Visual observation of two of the returned photographs showed a powerpicc catheter inserted into a patient. These two photographs showed an uneven, circumferential split just distal to the molded suture wings of the device. No securement device was observed along the catheter or the patient. The third returned photograph showed a dual lumen powerpicc on top of a machine with a break just distal of the molded suture wings. Presumably, the catheter in the third returned photograph was the same catheter inserted into the patient with the break being at what appeared to be the same location as the initial split. It was assumed that the full break in the catheter shaft occurred during the removal process of the catheter from the patient. No additional details about the split could be discerned from the returned photographs. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause for this event. This complaint will be recorded for future trending and monitoring purposes.